Event description:
Rotator broke during a left ventriculogram procedure at 800psi.

Manufacturer narrative:
Device eval: actual device discarded at hospital and not available for eval. Conclusions: other, a follow-up report will be submitted when eval is completed.